Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had screen and making hard to read. The customer¿s blood glucose was unknown. Customer also stated that the alarm was barely audible also chip on one corner of the screen. Customer also stated that insulin pump was rejecting new batteries also grinding noise to rewind. Customer also stated that insulin pump occasional beeps. The device will not be returned for analysis.